Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
With available information, the file was reviewed and reassessed and it has been determined that the reported device is not company product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that an intraocular lens was going straight through the device and injectors were very old and have signs of time of use, some were not even a company injectors . Additional information has been requested. There are 7 medical device reports associated with this file, this is 7 of 7.